Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a hypoglycemic episode with blood glucose (bg) at 60 mg/dl while using the ilet bionic pancreas system and libre 3 plus sensor. The user treated the low with candy (m&ms), and bg rose to 71 mg/dl while on the call. The user had previously removed the ilet for two weeks before restarting it and was scheduled for additional training to improve device use and understanding. No hospitalization or medical intervention was required.